Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly in a nursing facility and reportedly passed away in his sleep. The patient was also reportedly alone at the time of passing. Prior to passing, the patient received an appropriate treatment from the lifevest. The patient received the treatment at 11:33:52 pm. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post-shock rhythm was asystole. The patient remained in asystole with motion artifact until the electrode belt was disconnected at 1:38:27 am. The equipment was returned and was found to be fully functional. There is no indication of any device malfunction that would cause or contribute to the patient's death. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.